Event description:
The technician alleged the head section is drifting down slowly. No report of injury.

Manufacturer narrative:
The technician replaced the cardio pulmonary resuscitation valve to resolve the issue.